Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 07-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving infumorph with concentration 25 mg/ml at a dose rate of 1.2 mg/day via an implantable pump for non-malignant pain and radiculopathy. It was reported that the pump was scheduled to be replaced due to normal elective replacement indicator (eri). It was further reported that the patient stated prior to the case that their relief had not been the same over the last few months. The date of event is unknown (day, month, and year unknown). There were no discrepancies at refills. X-rays were performed and the catheter tip was at t12. However, they were unable to aspirate the catheter and unable to inject dye. There were no known environmental/external/patient factors that may have led or contributed to the issue. The physician opted to replace the entire catheter. The complete catheter was explanted and replaced. The healthcare provider had discarded the explanted catheter. The issue was resolve at the time of the report. The patient was without injury regarding their status at the time of the report. The patient¿s weight and medical history were requested, but were unknown / would not be made available. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.